Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally rolled onto the ilet pump, resulting in a cracked screen, while blood glucose remained stable at 149 and device therapy continued without interruption. Symptoms included no reported clinical effects. Outcomes included no change to the patient¿s daily activities and no need for medical intervention. Investigation included review of user report and photo submission, confirmation of device replacement logistics, and instruction on shutting down the device and syncing data prior to return and inspection of the returned device. Investigation of this device revealed physical damage to the display component consistent with user-induced mechanical stress; no device malfunction or software error was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage unrelated to device performance.